Event description:
It was reported that the patient went to the emergency room with overdose symptoms today following their pump replacement yesterday ((B)(6) 2015). The patient was hospitalized. The pump remained implanted and it was unknown whether intervention would be required. The overdose symptoms specifically included drowsiness. The patient was alive with no injury. The pump was used to infuse morphine, bupivacaine, clonidine, and fentanyl. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).